Event description:
It was reported that the lancet broke off in the patient's finger. The patient was able to remove the lancet fragment by himself and did not require treatment by a medical professional. He received an x-ray which showed pieces of the lancet remained in his finger.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.